Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, alert for duplicate medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified the pyxis server configuration, including facility formulary, medication, and device settings. The tss confirmed that no configurable setting was available to enable an early removal alert and determined that the alert was part of standard system behavior and not supported within the anesthesia workflow by design. The system functioned as intended after the technical support specialist investigated the device.